Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and found to have a component issue due to an electrical and fiberoptic defect. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that when powering up the system, either the surgeon console or patient cart or both would not power on with the system or power off. Additionally, the power-up sequence was starting without any power buttons being pushed. The caller stated there were no errors at start-up. The technical support engineer reviewed logs and confirmed 31089 errors on multiple instances on fiber port 1. The caller was instructed to move the blue fiber cable from fiber port 1 to fiber port 2, but the issue persisted. The technical support engineer then guided the caller through a hard power cycle of all components, but the issue remained, and the system would not complete the self-test on the patient side cart or surgeon side console. The customer reported event has no report of patient injury.